Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was "high," exact value was not provided. Reportedly, customer corrected high bg with a manual injection. In addition, it was reported that there was a piece of white septum material in the syringe. Customer changed pump supplies to address the issues.